Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that while prepping back table for surgery, they opened acrobat-I vacuum stabilizer system and the stabilizer and part of the tubing were missing from the package. The packaging was sterile and there was no stabilizer or tubing in there.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated sections: b4,b5, d9, g-3, g-6, h-2, h3, h-6, h-11. Corrected sections: e3-occupation; h6- health effect ¿ clinical code h6- health effect ¿ impact code. The investigation has been started since the complaint was received, and the following contents have been conducted: 1. DHR review: the DHR of the reported lot has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% visual inspection and function test during production. They all passed the inspection and function test which demonstrate the part assembly is integrated. 2. Trend review: in the last 12 months, this is the only complaint received, the occurrence rate is found to be (B)(4) which is under anticipated occurrence rate. 3. The device was not received which could not be evaluated, the reported failure could not be confirmed. The manufacture processes were reviewed and no deficiency indicating the reported failure was observed, which demonstrated the production process are normal and all devices were packaged correctly. Since no picture or using details is available for review, the specific root cause is impossible to define. The IFU has the warnings and precautions that ¿do not use if the product sterilization barrier or its packaging is compromised.¿ and the device missing could be identified by customer before using, there was no patient involved, no ncmrs, rework, or deviations documented for the reported batch. Based on above review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that while prepping back table for surgery, they opened acrobat-I vacuum stabilizer system and the stabilizer and part of the tubing were missing from the package. The packaging was sterile and there was no stabilizer or tubing in there. No patient involvement.